Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that stimulation had not worked very well for the patient. When she lowered her head, she stopped feeling stimulation below, but began feeling it above. If she lifted her head up, she only felt stimulation below. The patient was concerned that there was something wrong with the lead wires. The patient still experienced pain and did not feel stimulation on the left side above the arm, but did feel stimulation well in the lumbar area. The issue occurred since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.